Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their adaptive stim and the issue began the past month or maybe some other time in the past. Patient stated when they were adjusting their stimulation for whichever position they were in, the stimulation would stay set and then a few days later everything would revert back to 0 for all of their positions. During the call agent reviewed it could take up to 5 minutes for the new setting to be recorded and patient noted that once they set the stimulation it stayed but after a couple of days everything reverted back to 0 for all positions. Patient was in the reclining position and patient increased their stimulation from 0 to 1. 0. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.